Event description:
Customer reported low bgs. Customer does not feel ok to troubleshoot.customer is reporting a discrepancy between sg and bg which is notwithin range after fewer than 4 days of wear. Advised to wait at leastan hour and if bg is stable to calibrate. Updated summary: it was reported to medtronic minimed that the customer experienced hypoglycemia and a difference in sensor glucose and blood glucose readings. The customer blood glucose was 34 mg/dl. The customer was treated with glucose intake. The event involved product(s) mmt-1884, mmt-332a, mmt-242a, mmt-7040pa. Troubleshooting was partially performed for hypoglycemia. It was unknown if customer was using the auto mode/smartguard feature at the time of the event. Also, unknown if customer has been using the insulin pump system within 48hours of reported event. Troubleshooting was performed for difference in readings and the customer blood glucose was 34 mg/dl and sensor glucose value were 99 mg/dl at the time of incident and found the difference between sensor glucose and blood glucose values which is not within range. Insulin delivery was not suspended due to difference. No further patient complications were reported. No product return is required for mmt-7040pa, mmt-1884, mmt-332a, mmt-242a.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.